Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a insulin flow blocked alarm. The customer's blood glucose level was mentioned at the time it was 260-270 mg/dl then it raised to 300 mg/dl and yesterday it was 400 mg/dl. The blood glucose level was 218 mg/dl . Customer stated that the insulin exited with plunger push. They also stated that the pump was working as designed. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.